Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. The coding below applies to the returned external device (model: 37761 s/n: (B)(4)). (B)(4) all apply to the returned external device (model: 37761 s/n: (B)(4)).

Event description:
A manufacturer representative (rep) reported that the ac adaptor had a bent connector pin, which was noted to have occurred two months prior to (B)(6) 2015. The rep also thought the patient was in overdischarge as a result of not recharging. However, it was later stated that the patient was discharged and would fully charge their implantable neurostimulator (ins) once they received a new charger. The rep was unable to interrogate the ins because it was discharged. No patient symptoms were reported and the indications for use were non-malignant pain and post lumbar laminectomy syndrome. A supplemental report will be submitted if additional information is received.